Event description:
According to the reporter, the doctor was inserting the line into the patient and trying to thread the guidewire. At 10-12 cm, the doctor tried to withdraw the wire and met resistance. The doctor had to remove the line and wire simultaneously. Nothing unusual was observed on the device prior to use. Flushing was not done. No other products are being utilized with the device. No excessive force was used on the device. Cleaning agents were used on the skin (chlorhexidine and alcohol) but not the device itself. There was no luer adapter issue. There was no leak. Tego was not utilized. There was no obvious damage to the guidewire. The intervention required was the guidewire to be removed with the dilator, as the guidewire could not come out. As a remedial action performed, a new line kit was used, and the procedure had to be restarted: the site had to be re-prepped, and the skin had to be punctured a second time around. The procedure was continued and completed after the remedial action was performed. The product was replaced with a different lot number. There was a minimal amount of blood loss, less than 10 ml, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information; b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the doctor was inserting the line into the patient and trying to thread the guidewire. At 10-12 cm, the doctor tried to withdraw the wire and met resistance. The doctor had to remove the line and wire simultaneously. Nothing unusual was observed on the device prior to use. Flushing was not done. No other products are being utilized with the device. No excessive force was used on the device. Cleaning agents were used on the skin (chlorhexidine and alcohol) but not the device itself. There was no luer adapter issue. There was no leak. Tego was not utilized. The intervention required was the guidewire to be removed with the dilator, as the guidewire could not come out. As a remedial action performed, a new line kit was used, and the procedure had to be restarted: the site had to be re-prepped, and the skin had to be punctured a second time around. The procedure was continued and completed after the remedial action was performed. The product was replaced with a different lot number. There was a minimal amount of blo od loss, less than 10 ml, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the guidewire was stuck in a puncture needle. No other abnormalities were observed with the device. It was reported that the guidewire was unable to be withdrawn. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.